Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/09/2024.

Event description:
Healthcare professional reported left implant "ruptured." Device was explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed. But,, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left implant "ruptured". Device was explanted and replaced.

Event description:
Healthcare professional reported left implant "ruptured." Device was explanted and replaced.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.